Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. On the day of the event, at approximately 11:00 am, the patient was inside of walmart when she felt uneasy. Her body was shaking and then fell down and hit her head on the floor. Paramedics were called and arrived 15 minutes after the patient fell. It was reported, the people at the store provided the patient orange juice and hard candy. When the patient was in the ambulance, they checked her blood sugar and the meter was showing 50 mg/dl. The patient could not remember what the cgm was displaying, during that time. The patient was transported to the hospital and in route, they treated the patient with IV glucose. The patient could not remember what treatment was provided to her at the hospital. However, she did have a CT (computed tomography) scan of her brain, due to her earlier fall. The patient was admitted to the hospital at 12:30 pm. And was discharged on (B)(6) 2024 at 4:40 pm. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.